Event description:
It was reported that the device smoked/ burnt during maintenance. There was no patient involvement.

Manufacturer narrative:
The reported issue that the device smoked/ burnt during maintenance could not be confirmed or replicated during the investigation; however the pcu was received with physical evidence of thermal activity having occurred with the left iui connector. The left iui connector had thermal damage at pins 14 and 15 which had done collateral damage to the pcu. The left iui connector was received with a lower than expected resistance found between the thermally damaged pins. Some white colored dried fluid residue was observed present on the top of the gasket of the iui connector near the thermal damage. The pcu error log had recorded error codes known to be recorded when there is thermal activity occurring at iui connectors; however the pcu event log had no recorded evidence the pcu was in maintenance mode or was having maintenance performed. The pcu was reportedly not being used for treatment when the smoked/burnt was observed. The proximate cause is attributed to the found lower than expected resistance at the left iui connector pins 13 and 14, which led to the occurrence of thermal activity (short circuit) reportedly observed as smoke/burnt during maintenance. Device history review: review of the sn (B)(4) service history record showed the device had a manufacture date of 22apr2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device smoked/burnt during maintenance. There was no patient involvement.